Event description:
During follow-up, the device was found in back-up vvi mode due to the cybersecurity upgrade. Technical support was contacted and the upgrade was unsuccessful. The device was explanted and replaced. The patient was stable condition.

Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection was performed and revealed no anomalies. The field reported reset is believed to be caused by an anomalous u2 integrated circuit (ic); however, the cause of u2 ic failure is undetermined.